Event description:
During index procedure the physician used two amphirion deep rx pta balloon catheters to treat a lesion located in the ata of the right leg. Approximately 6 months post index procedure the patient had high grade stenosis of the right ata which was treated 6 days later with pta of the target lesion (ata) with non medtronic balloon. The investigator indicated that the event is not related to the study device or procedure. Outcome is resolved.

Manufacturer narrative:
(B)(4).